Manufacturer narrative:
Complaint number: (B)(4). No samples were received. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. Received customer pictures. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and pictures to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, a review of the production and testing documents indicated no deviations concerning the reported error. No abnormalities occurred during the entire manufacturing process or in process control. In addition, during final checking, which includes functional tests, no irregularities were revealed. The complaint cannot be determined.

Event description:
Customer states: "the needle bends excessively while activating the safety shield. This has been a continuous complaint from all my phlebotomist. There have been 4 recent incidents where the needle has bent out of the safety shield while being activated and safety click was heard. One incident resulted in one of the phlebotomist being stuck with a used needle. The phlebotomist activated the shield and heard the click. She placed the vacuette down bedside to bandage the patient and was stuck when she reached to dispose of the vacuette."